Event description:
The carefusion service tech reported that the ventilator failed for the unit alarming high pressure. The ventilator was not connected to a patient when the reported problem occurred.